Event description:
The customer contact reported the device delivered more than intended. On an unspecified date, the device was programmed in continuous mode to deliver an unspecified chemotherapeutic agent 2.1 mg/500 ml, at a rate of 20.8 ml/hr with a vtbi of 500 ml, a duration of 24 hours, and a container size of 500 ml. In 2008 at 1430, the delivery was started. In the next day at 1100, it was noted the device display indicated that 399.5 ml had been delivered; however, the solution container was empty. The pt notified the user facility. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.